Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that during use a bd vacutainer® winged safety push button blood collection set malfunctioned as ¿the needle could not be retracted as the push button was located under the barrel and not aligned with the IV needle bevel and could not be accessed at the end of blood sampling." There was no report of injury or medical intervention reported.